Manufacturer narrative:
(B)(4). The surgeon could not say conclusively what was the cause of death. No further information could be provided about the autopsy results.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: the rep was contacted by the coroner to ask why he was present during the case. The coroner reported that the patient died 3-4 days post operatively due to post operative leakage. The rep was asked to be present for this case to provide instruction on the use of the (B)(4). The procedure began earlier than originally scheduled, so he was only present for the latter part of the case. Details of what is known are as follows: (B)(4) with green reload (B)(4) was used for the first two firings. (B)(4) was fired twice: once on stomach at the blue setting. The device was fired over an existing staple line. The rep came into the case on the second firing of the (B)(4). The second firing was on small intestine at the blue setting. The device was not fired over an existing staple line for this firing. The rep was advised that for the first firing of the (B)(4), the nurse had removed the staple retaining cap prior to loading the device. He advised the nurse not to do this on the second firing and walked the nurse through the correct loading sequence. The reload was correctly loaded for the second firing; the device was fired by the surgeon. Upon inspection of the staple lines, the assistant surgeon noticed a few small holes where the bowel was attached to the stomach, this a small gap from the crotch of the instrument, not a gap in the staple line. These were sutured closed. There were no problems reported with the firings prior to the rep entering the case and everyone was happy with the outcome. No details are available at this time about what occurred following the surgery. Was the cartridge loaded with the retaining cap on? Yes and no. Did the surgeon move the firing knob left and/or right before firing? Unk. Was the handle closed completely before firing? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? 3 previous firings. What predicate device was used by the surgeon? (B)(4) the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Catalog # = cs40g. Additional information: the sales rep spoke to the surgeon who indicated that it was not a ntlc issue; it was a contour stapling issue. Surgeon uses ees products and has for about nine years. In early (B)(6), surgeon was converted to ntlc. Sales rep entered case at midway point; surgeon had an issue firing the contour across the duodenum (however, the rep was not present when the contour was fired). This was a side to side anastomosis (bowel to stomach) in which the ntlc was used. Leak found the next morning, (B)(6), and patient had a reoperation. The staple line did not form; surgeon placed a drain at the duodenal stump and over sewed. Patient was taken to recovery and died two days later, pancreatic reaction. When the rep was present, the surgeon fired the tlc75 first and then fired the ntlc multiple times. Another surgeon had noticed holes, but not all were in the staple line, gaps between. Used prolene to sew. Tissue did not look friable; like shaving off ulcers; user-related gaps. Leak from duodenal stump; no pressure test. During the reoperation, the leak was at the contour staple line. Contour was a cs40g and was fired across duodenal stump. Tlc - fired 2 times on stomach tissue. Ntlc - 3 firings on green setting on stomach and 1 firing on green setting for last on bowel (to connect bowel to stomach). Tct (green) - fired twice on stomach tissue. Autopsy not yet completed.

Event description:
It was reported that 3-4 days following a gastrectomy procedure, there was a post operative leakage that led to the patient's death. Two stapling devices were used during the case and the patient was stable following the procedure. There was no evidence of device problems during the procedure. The devices were discarded following the procedure. Additional information being requested.